Manufacturer narrative:
Per the provided clinical information, the root cause of the positioning issue was use related to wireless reaccess. The impella device is not indicated for wireless re-access per IFU 0048-9007. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old black male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the pump was inadvertently pulled into the aorta during patient support. Attempts were made to reposition the device, however the pump would not re-cross the valve. The pump was subsequently explanted as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-06164 was provided in sections b5, d6a, d6b, h1, and h6. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The failure modes will be monitored and trended. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experienced hemolysis while on support. Due to hemolyzed labs, the device decreased from p level 9 to level 7 which assisted in managing the complication; along with medication treatment.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that the pump was inadvertently pulled into the aorta during patient support. Attempts were made to reposition the device, however the pump would not re-cross the valve. The pump was subsequently explanted as a result of the noted issue. It was also noted that heparin was on hold, as patient bleeding from face and dialysis catheter site. Also, labs showed evidence of hemolysis. P level dropped from 9 to 7. A 30-day MDR is required for the report of positioning issues, access site bleeding, hemolysis.